Event description:
Info received indicates the syringe packaged with the product leaked and splashed blood on the hcp during the case. The blood was reported to be hepatitis c positive. No immediate impact to the hcp health status has been reported, and no pt involvement.